Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that lead dislodgement was observed via x-ray. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Correction MDR required to state that the lead was not explanted, but still remains implanted.